Event description:
It was reported during the implant procedure, the physician determined the lead was too short. Therefore, the lead was withdrawn through a safe sheath; however, it became "damaged" during withdrawal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut; full lead was returned for analysis. Blood was noted in the defib conductor and helix mechanism. This was noted to be implant damage.